Event description:
It was reported to boston scientific corporation that an autocap was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stricture on (B)(6) 2025. During the procedure, a non-boston scientific plastic stent was being placed. During placement, the plastic component of the autocap detached and became lodged on the second stent that was inserted. A rescue grasping forceps device was used to retrieve the dislodged part. The procedure was completed using the original device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04013 captures the reportable event of material separation. Imdrf impact code f23 captures the reportable event of retrieval of the device.